Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed the cable connector lockring is pulled out, bending the connector and a rusted base. A functional evaluation revealed the unit cannot be tested due to the damaged connector. The complaint was verified. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include misalignment of the connector when connecting to the unit receptacle in which excessive force or twisting could cause damage.internal complaint reference: case-2021-00045111-1.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the "foot control atlas" did not work when plugged in. This was noticed during inspection; therefore, no patient was involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.